Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient developed an infection at the battery site while she was in the hospital. Reportedly, the physician noticed fluid coming from the battery site. The patient also complained of discomfort at buttock and had been hospitalized for hypotension (reference MFR report: 1627487-2018-02541). As a result, the patient underwent surgical intervention to have their system explanted. The patient was also treated with antibiotics. The infection was resolved post operatively.